Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a procedure performed in 2008, (male patient; age and weight are unknown). According to the complainant, during the procedure, the last five minutes they received a low pressure warning on the screen. They kept increasing the pressure, barely , and they were able to complete the case with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."